Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump kept alarming no delivery despite a set change. The patient's blood glucose went as high as 400 mg/dl. Troubleshooting was initiated for the no delivery alarm. The device was able to prime without incident. The customer was advised that there may have been a site or set related occlusion. Troubleshooting was declined for the high blood glucose. The customer will change their infusion set and resume treatment. No products were returned or replaced.